Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 118 mg/dl. Reportedly, the issue persisted despite the customer leaving the pump plugged in for 30 minutes. The customer replaced the wall adapter in an attempt to resolve the issue. Multiple contact attempts were made by tandem technical support to determine if the replacement wall adapter resolved the issue; however, the customer did not respond.